Event description:
It was reported the broncho videoscope displayed a b30 error. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide corrections, additional information and results of the final investigation. Please see corrections to e1, g2 (hcp should not have been selected in the initial emdr), and updates to d8, g4, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the reportable malfunction was due to damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. However, the root cause could not be specified. The event can be detected/prevented by following the instructions for use which state: the event (3) is detectable and preventable by handling device in accordance with the following IFU. Bf-290 series operation manual [chapter 3 preparation and inspection_3.8 inspection of the endoscopic system] should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.